Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient experienced swelling at the lead incision site and back of the head. As such, the patient went to the ER. Reportedly, the base of the neck was sore and warm all the way down to shoulder. Ultrasound report revealed fluid around the left occipital lead and patient was prescribed antibiotics due to suspected infection. Patient reports the site is sore on occasion, but the labs did not show infection.

Event description:
Additional information received reports that fluid is still present at the lead site.